Event description:
Report received of "many air bubbles" found below the cassette. In 2003 at 1930, the pump was programmed to deliver 25000 units of heparin in 250cc at an unspecified rate. The nurse checked the pump at 2000 and noted no issues. Two hours later, the nurse entered the room and found a "small puddle below the pump" and there were reportedly "many air bubbles below the cassette". No audible alarm was reported. The infusion was stopped. After an unspecified length of time, the infusion was resumed using a replacement pump and tubing set. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.